Event description:
It was reported that a patient underwent an external fixation of pelvis procedure on (B)(6) 2025 and suture was used. I deliver 2.0 sc-26 silk mounted on the needle holder to secure the blake drain. Specialist, when passing the needle through the tissue, it breaks as shown in the image, remaining inside the tissue. This is immediately evident, and it is then removed from the surgical field and replaced with a new one. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2025. H6 component code: g07002 - no device returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the needle piece retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The following information was reported: was surgery delayed due to the reported event? No, action taken when event occurred? Replace the suture with a new one, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, h3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a screenshot in which a winding former with a dispensed needle/suture can be seen. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.